Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unk - end caps: tfn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a hardware removal of tfn original in preparation for total hip arthroplasty(tha). The procedure was completed successfully without surgical delay. There was no patient consequence reported. This complaint involves unknown number of devices. This report is for (1) unk - end caps: tfn. This is report 4 of 4 for (B)(4).